Event description:
It was reported that, during the implant procedure, defibrillation threshold (dft) testing failed to convert the induced arrhythmia with a 65 joule shock. The physician externally rescued the patient. During the rescue, the device started to provide another shock, so the field representative pressed the abort button on the programmer, but the device provided therapy anyway. The external shock failed, but the shock from the device was successful. Shock lead impedance measurements measured, 113 ohms. A device interrogation did not have some of the values, possibly due to some telemetry difficulty. Subsequently, a pocket revision was performed, and the device was moved more anterior and intramuscular. There was a significant improvement in placement with successful defibrillation threshold (dft) testing. At this time, the device remains in service. No additional adverse patient effects were reported.